Event description:
It was reported that there were non-sustained ventricular tachycardia episodes due to t-wave oversensing (twos) on the right ventricular (rv) lead. Sensitivity was reprogrammed and the lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. The lead integrity alert (lia) triggered. One patient alert for out of tolerance subthreshold lead impedance occurred on (B)(6)-2012. Weekly pace lead trend data show various spike increases for max right ventricular pace impedance of 356 to inf(unfiltered data) ohms peak between (B)(6)-2011 and (B)(6)-2012. Programmer data shows one patient alert for lead failure predictor on (B)(6)-2012. One patient alert for out of tolerance subthreshold lead impedance occurred on (B)(6)-2012. D164vwc implantable cardioverter defibrillator (ICD) 2007-(B)(6). (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that the patient heard an alert and on interrogation short interval counts (sic) were noted and there was noise on the tip to ring. The lead was turned off and will be replaced.